Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, ten years ten months of post deployment, evaluated for integrity of the inferior vena cava as well as tiny and position of the inferior vena cava filter. In the ap view, there was patency of the inferior vena cava. The tip of the filter lay at the renal vein level. There was no removal hook noted along the superior aspect of the filter. Several of the limbs were noted to extend beyond the lumen of the inferior vena cava particularly along the right lateral, inferior left lateral, and posterior aspects of the inferior vena cava. General alignment of the filter was intact. The superior tip of the filter was intraluminal in location. No clot was identified within the filter. One of the limbs of the filter appeared to have migrated slightly in a superior manner with the proximal aspect of the limb lying adjacent to the superior most portion of the inferior vena cava filter. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. At some time post filter deployment, it was alleged that filter strut perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.